Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review could not be completed because no serial number was provided. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg. This report is being filed, because there are indications that the event occurred while the device was in use by a pediatric patient (under 18). Per our procedures, all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated, that the pump was pumping air. They stated, that it did not alarm. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information, but those attempts were unsuccessful. There were no adverse effects to the patient reported. (B)(4).